Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter started reading inaccurately at an unknown time on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿100 mg/dl¿ compared to ¿75 mg/dl¿ on an accu-chek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that about one and a half hours after the start of the alleged issue, she developed symptoms of ¿pouring wet, heart pounding and confused¿. She reported that she self-treated her symptoms with glucose tablets/gel on the evening of (B)(6) 2016. She reported that at an unspecified time on (B)(6) 2016, she obtained a blood glucose result of ¿167 or 162 mg/dl¿ on the accu-chek meter. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.